Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when the customer took the reservoir out of the insulin pump, he noticed insulin in the reservoir compartment no. Testing was performed due to a motor error alarm on the insulin pump that could not be cleared. No further information was provided.